Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low scan results on the adc device in comparison to unspecified glucose readings from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms of hypoglycemia and was able to self-treat by consuming dextrose and apple juice. The customer also injected insulin (type/dose unspecified) by themselves. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.